Event description:
It was reported a rod loosening in a cd horizon legacy construct due to the back-out of setscrews. Initial surgery was done in 2006. Revision surgery was performed 11 days later. No patient complications reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.